Manufacturer narrative:
Customer reported pressure ulcers caused during surgery with maquet product. The customer also reported that the skin problem depends on patient's condition and there was no problem on the product. But since an injury was reported to maquet we decided to report this case to the competent authorities. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Customer reported pressure ulcers caused during surgery with maquet product. (B)(4).